Event description:
As we were finishing up, the resident was about to remove the l hook from the trocar and spotted a foreign piece on the end of the l hook. When she pulled out the l hook, the piece came with and it was discovered it was a part of one of the ped trocars used in the procedure. This piece should not have come loose and it could have created a foreign body in the patient if not seen. Management was notified.